Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported condition. The se replaced the analog interface (ai) printed circuit board (pcb). The ventilator passed extended self tests (est), short self tests (sst), performance verification tests (pvt), and calibrations.

Event description:
It was reported that, during patient use, an 840 ventilator became inoperable. Although requested, additional patient information was not available.

Manufacturer narrative:
(B)(4).

Event description:
The patient was removed from the ventilator and manually ventilated. There was no harm to the patient as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.